Event description:
It was reported that two to three days following a abdominoplasty procedure. The patient presented with localized erythema, induration, systemic swelling, malaise and pain. The sutures were removed with the patient under general anesthesia. The surgeon reported that the patient had a severe, local and systemic reaction to the suture. The symptoms resolved almost immediately with the surgical removal of the sutures.